Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Labeling review finds the labeling adequate for the user error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(6). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A home patient (hp) contacted global technical services regarding assistance with a system error (se) 2240 while using the homechoice (hc) during drain 2. Hp had disconnected from hc and pressed go to resume therapy prior to reconnecting causing error. The technical service representative (tsr) had hp recycle power again and alarms cleared. The tsr advised the hp to notify the nurse and the hp will finish tonight's therapy manually. There was no patient injury or medical intervention indicated at the time of the initial report.